Manufacturer narrative:
Investigation summary: four photos were returned from lot. No. 0008810, cat. No. 320136. Visual examination was carried out on the returned photos and a broken non patient end of cannula was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photos and the fact no physical sample was returned for investigation this cannot be confirmed to be manufacturing related.

Event description:
It was reported that 1 bd pen ndl 32g 4mm had a broken cannula. The following information was provided by the initial reporter : the consumer reported a broken non-patient end of cannula on the sample.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen ndl 32g 4mm had a broken cannula. The following information was provided by the initial reporter : the consumer reported a broken non-patient end of cannula on the sample.